Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to failure of charged coupled device (ccd), and the image is dark and blurry. The cause of occurrence of failure of the charged coupled device (ccd) could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the complaint was confirmed. The image was dark and blurry due to a bad charged coupled device (ccd) unit. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there was dark/no image while using the hd autoclavable camera head. The issue occurred during preparation for use. There was no report of patient harm.